Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. It was also stated that the patient was experiencing unwanted stimulation which described as neuropathy in her legs and feet. The patient underwent an implantable pulse generator (ipg) replacement and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.